Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2014. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and stroke are known and anticipated patient complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication. The device is not available to the manufacturer.

Event description:
It was reported in the article that the patient presented with a baseline basilar artery proximal terminus occlusion with a national institute of health stroke scale (nihss) score of 14. The original clot was removed using another retrieval device and the residual p2-p3 posterior cerebral artery thrombus was removed using the subject retrieval device. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. However, post procedure the patient suffered a ph1 (parenchymal hemorrhage) with complete infarct. Post procedure the patient¿s modified rankin scale was measured of 6. No vessel perforations, dissections, or subarachnoid hemorrhage were noted. No further details were provided.